Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sigmoid resection procedure on (B)(6) 2016 and a barbed suture was used to close the fascia. Postoperatively, the patient experienced a wound dehiscence. The patient was taken back to the or and the wound was cleaned out and a different suture was used to close the fascia layer. No additional information was provided.